Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received missing reservoir tube o-ring, broken reservoir tube lip, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the rim of the reservoir which fits was cracked about half way around. The customer¿s blood glucose level was 150 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.